Event description:
It was reported to boston scientific corporation that an obtryx mesh device was implanted into the patient during a procedure performed on (B)(6), 2007. As reported by the patient's attorney, the patient underwent revision of the obtryx mesh device on (B)(6), 2015 due to urinary incontinence and dyspareunia. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Correction to field b1 adverse event/product problem. Block h6: patient codes 1994 and 3191 represent the reportable events of dyspareunia and revision surgery, respectively. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx mesh device was implanted into the patient during a procedure performed on (B)(6) 2007. According to the complainant, the patient underwent revisions of the obtryx mesh device on (B)(6) 2015 due to urinary incontinence and dyspareunia. Boston scientific has been unable to obtain additional information regarding the event to date.